Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2, e3, and g2 were updated. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken connecting tubes could not be determined. It is possible that external stress was applied to the tube and may have caused external stress and the user to have applied force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿

Event description:
The customer reported that his olympus connecting tubes were breaking during reprocessing. According to the initial reporter, the connector¿s right and left legs were falling off. There was no patient involvement during this event. For reference to related events, please see reports with the following patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.